Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient had a lead revision. It was reported that stimulation was not covering right side pain. Hcp decided to insert a paddle lead to cover right side pain. Lead revision was done the issue was resolved at this time. Yes surgical intervention occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis of the leads found that the outer insulation was melted in the body of the leads which is consistent with electrocautery use in the proximity of the leads. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.